Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a day post-open surgery for esophageal cancer, a gall fluid was noted in the drain. The stapler had an in complete staple line and leaked. The patient had to undergo re-operation the following day to close the leak, but the same problem occurred in the evening. A third re-operation was performed and closed the new leak with a suture. Patient hospitalization was extended as a result of the event.